Event description:
It was reported that this pacemaker was explanted due to an unspecified infection. A new device was successfully implanted. This device was sent to pathology and is not expected to be returned. No additional patient adverse effects were reported.